Event description:
During a tonsillar operation the suction liner was used via intubation to suction fluid. When the overflow valve snapped together, the suction power was no longer available. As by reflex, the patient started coughing and a possible pulmonary obstruction was prevented. The patient recovered without any problems.